Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used as usual after the treatment, hemostasis was successfully achieved, and the patient was returned to the ward. The day after the procedure, a pseudoaneurysm developed when the patient moved to go to the bathroom. The patient was being monitored. The health damage to the patient was minor and the patient was recovering. According to the physician, there were no complications. The physician performed the procedure with the understanding that there is a possibility that the collagen will not swell and adhere if the procedure was performed too quickly. A pre-deployment angiogram was performed. The puncture site was right femoral artery. No equipment or other devices were used with the angio-seal. Additional information was received on 08nov2024: it was confirmed that a hematoma and bleeding occurred instead of a pseudoaneurysm. The patient's condition had improved and was in stable condition. There were no multiple sticks performed to gain arterial access. The puncture site was the common femoral artery. A computerized tomography (CT) was performed to diagnose the hematoma and bleeding. Medical or surgical intervention was performed to treat the hematoma and bleeding. The estimated blood loss was less than 250cc's. Details of the event are as followed: on (B)(6): dapt (asa200mg + psg3.75mg), on (B)(6): apal4.7/cpal2.1 platelet aggregation test was performed, and no issues were noted. On (B)(6): fd implantation, on (B)(6): inguinal groin swollen when crossing legs in the bathroom and bleeding was observed at the puncture site. Endovascular treatment (balloon and thrombin injection) was performed by the vascular surgery department. On (B)(6): follow up with contrast-enhanced CT. Hematoma shrunken and there was no apparent active bleeding. The patient condition has improved and was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d3 (state), and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been deployment technique resulting in a closure complication postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).